Event description:
Procedure: lap gastric bypass. According to the reporter: during the second firing to create a gastric pouch, the staple cartridge disengaged from the channel during the firing. The handle locked the load down and the surgeon was unable to manually pull the load off. The staff had to open another handle and load and fired around locked load to get it out of the patient. The surgeon chose not to retract the instrument return knobs and resected the jaws as he was unable to pull the jaws off from tissue.

Manufacturer narrative:
(B)(4).